Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Company representative reported that hemopro2 extension cable coupling/collar of the cable slides back/has become disconnected/broken and the wires are exposed from the cable. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/21/2024. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Signs of clinical use and no evidence of blood were observed on the cord. The black plastic collar on one end of the connector was observed to be detached from the cable, exposing the inner portion of the cable. The other connector was observed to be intact with no visual defects. Based on the returned condition of the device and evaluation results, the reported failure "break; collar" was confirmed. The reported device is an OEM device, therefore, a serial history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.